Event description:
It was reported that during a breast biopsy, metal shavings were noticed in a sample specimen. The metal shavings were left within the biopsy site. The breast biopsy was completed.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.